Manufacturer narrative:
(B)(4): this customer reported that during testing of the device in the sync mode, the device shocked out of sync. There was no pt involvement. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
This customer reported that during testing of the device in the sync mode, the device shocked out of sync. There was no pt involvement.